Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube is deformed, and therefore the parts cannot be assembled or disassembled, the outer tube is damaged, and therefore the dielectric strength is inadequate, and the charged coupled device is broken, and therefore the color reproduction is inadequate. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had no image during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.